Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20 minutes after starting treatment with a polyflux, the patient experienced shortness in breath and was difficult to breath. Medical intervention consisted of dexamethasone 5 mg. After an hour, the patient¿s symptoms improved and treatment resumed. No additional information is available.